Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-01254. It was reported that the patient had high impedances on leads. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.